Manufacturer narrative:
Our medical corporate officer reviewed the case, his assessment is as follows : "an extra-anatomic bypass is a valuable alternative for patients with contra-indications for aorto-bifemoral bypass or endovascular procedures. The patient undergoing this procedure are usually severely ill with many associated comorbidities. Pre-operative drug regimen, intra-operative anticoagulation strategy and distal circulatory anatomy could have been, in different ways, influencing the outcome observed. Because of the lack of information provided regarding this factors any further assessment would be speculative. Additionally, no conclusion should be made regarding the successful use of the alternative graft as the device used is made of eptfe with a significant difference in porosity and overall material composition." (4315) the cause of the event remains unknown. (67) however, the conducted investigation, which included all available information and the testing we performed, suggests that the device was not defective at the time of manufacturing. (22) blood leakage is a foreseeable side-effect as indicated in the product instructions-for-use, and may be related to several causes including the preexisting condition of the patient and pre- or intra-operative anti-coagulation regimen.

Manufacturer narrative:
(10/213) the involved device was returned to an external and independent laboratory for examination. As part of its pre-cleaning macroscopic observation, the laboratory mentioned that: "a degradation of the graft by the transport and storage can't be excluded, since the prosthesis was not immersed in a formalin solution." The macroscopic observations showed that: "this segment is impregnated with blood. The lumen is clear and the three extremities have been clean cut probably during the implantation. A slight fibrous deposit can be seen on some points of the graft. Some mildews were observed and are certainly due to the non-storage of the graft in formalin. A blood clot is also observed on one area." The laboratory concludes that: "this segment corresponds to a non-implanted graft which have been in contact with human blood. No defect in the textile structure were observed which could explain the bleeding noticed during the implantation. Since the graft is impregnated with blood the permeability can't be verified." (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Manufacturer narrative:
Intervascular sas (manufacturer) is submitting the report on behalf of maquet cardiovascular, llc (importer), according to the exemption e2017024. It was reported that the product is available for investigation, it should be returned to intervascular for examination. A review of the complaint device history records, indicated that the graft was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests. Specifically, no anomaly was evidenced in the collagen coating records. Moreover, the review of the water permeability testing records of products coated on the same day as the complaint device indicated values well within product specifications (< 5 ml/cm²/min). One retention sample coated on the same day and under the same conditions as the involved device underwent water permeability testing. The test result indicated a value well within product specifications (< 5 ml/cm²/min). The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
The hospital reported that during a graft procedure, blood oozed through the body of the graft and had to be removed. A replacement graft was used to complete the procedure. The hospital did not report any patient effects.